Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the consumer reiterated previously reported issues of the implantable neurostimulator (ins) coming on, not charging, and shutting off and not coming back on. The patient further reported on (B)(6) 2019 that their device did not work at all and they couldn¿t get it to charge. It was noted that the ins had not been charged in six months and the patient needed results asap. The patient stated that no steps were taken to resolve the issue and that they were waiting for someone to call them back or come see them. It was noted that the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient attempted to connect with the patient programmer and saw a poor communication screen. Patient saw a reposition antenna screen on the recharger. It was noted the last time patient was able to successfully charge device on (B)(6), it was more than one to 3 months ago. The outcome of troubleshooting was repositioning antenna icon screen. Patient was redirected to follow up with healthcare provider (hcp) to address the possible overdischarge. It was noted the belt was damaged. Additional information was received from the patient on (B)(6) 2019. They reported they had not received the physician listings that they had requested the last time they called in february. They did receive the updated ID card and the replacement belt though. They stated their device was 3 years old and the battery was faulty and most likely needs to be replaced because they had been charging the ins every 4 days and one day it just stopped charging; it wouldn't charge anymore. They had tried moving their recharging belt around but that didn't work, which is why they had a replacement belt sent to them in (B)(6) 2019. Even after receiving the replacement belt, they still couldn't get it to charge. They also had tried charging the ins for 18 hours but it didn't do anything; wouldn't connect to the ins. The patient was contacted and it was reviewed that given how long the ins had gone without being charged, it may be in overdischarge, and would need to be cleared by their doctor or a manufacturer representative's (reps) device. The patient was provided information on how to get an appointment scheduled with a rep. The patient stated they had an appointment with their primary physician on (B)(6) 2019, and they would ask their primary physician if a rep can meet them at that appointment. The patient was also emailed the link to search for physicians in their area who work with the manufacturer's devices. No further complications were reported or anticipated.